Manufacturer narrative:
(B)(4). The device was manufactured between 8/1/2013 and 08/2/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had inadequate iodine. This was observed during patient use. There was no patient injury or medical intervention in associated with this event. No additional information is available.